Event description:
A false low advia centaur cp estradiol-6 iii (e2-6 iii) result was obtained for a patient sample. The physician questioned the result. Repeat testing was performed and the result was higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii result.

Manufacturer narrative:
(B)(4). Siemens has published customer bulletin "estradiol dilution recovery" ((B)(4)) dated 2009-07 and was provided to the customer for reference.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol-6 iii (e2-6 iii) result is unknown. The quality control and calibration were acceptable. The instrument is performing within specification. No further evaluation of the device is required.